Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter, and a power source alert had been noted around the time issue began. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.